Manufacturer narrative:
A replacement glidescope core video cable was provided to the customer and the reported glidescope core video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issues. When connecting the customer's video cable to a known, good, test monitor and test reusable blade the image became distorted when the connection between the blade and cable was manipulated. The camera image quality test was performed and failed. The technical service representative attributed the image issue to a connector failure on the glidescope core video cable. Upon completion of the evaluation, the glidescope core video cable was scrapped, as the customer was already provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core video cable, the screen would go black showing the "no camera" image indicating that a scope was not attached. The titanium reusable blade attached to the video cable was disconnected and then reconnected to the glidescope core video cable, and the image would appear for a second before going to a black screen again. The procedure was completed using an unknown model direct laryngoscope blade, which was made available in an unspecified amount of time. No harm to the patient or user was reported.